Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2008 and right total hip arthroplasty on an unknown date. Subsequently, the patient's right hip dislocated on (B)(6) 2011. It was reported that the patient was hospitalized, but no revision procedure occurred. No further information has been reported.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.